Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reporting on the behalf of customer that they were hospitalized for unknown reason and on unknown date. Customer¿s blood glucose level was 195 mg/dl. Nurse was calling just to check on how to access customer basal and bolus setting. The insulin pump will not be returned for analysis.